Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Failure analysis found the primary failure of thermal damage to be related to the customer reported complaint. The instrument was found to have thermal damage on the yaw pulley. There was no damage to the conductor wire. The instrument passed an electrical continuity test. The complaint regarding thermal damage to the fenestrated bipolar forceps instrument was confirmed by failure analysis, which indicated that the device did contribute to the reported event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a thermal damage, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the plastic was melted at the distal end branch of the fenestrated bipolar forceps. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, the customer could not provide any additional information.